Event description:
Received report from senior researcher at facility in 03/2005 of lifecell bag that "broke" during transplant procedure in 2005. Patient was receiving transplant of islet cells (solution) and there was a loss of approximately 15-20ml of product, but patient received the remaining amount in the bag. There was not more than 250ml of product in the bag. There is no available patient information or patient status, but the initial report denied any patient injury or medical intervention required as a result of this event. There was no testing done on the bag and reporter did not know of testing done on the patient. Procedure was performed in the operating room.